Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and tested on an in-house system in normal mode where it triggered an error 319. The unit was tested on a testing platform where it failed the fiber test for the rolling loop. A new golden rolling loop fiber cable was installed, and it passed on fiber test retry.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and confirmed the error in the logs. The fse replaced the faulty usm 3. After replacement, the system was tested and verified as ready for use. The replaced usm was returned to intuitive surgical, inc. (Isi); however, failure analysis investigation has not been completed. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system displayed multiple error code 319. A power cycle did not clear the error fault. The customer received phone support from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse confirmed the error during system log review identifying repeated fault on universal surgical manipulators (usm) 3. Attempts were made to resolve the issue by rebooting and using emergency power off (epo); however, the error fault persisted. The surgeon elected to continue the operation with the remaining three usms. The procedure was completed with no further issue. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the system initially powered on without errors. The issue was persistent, and the procedure was completed without usm 3.